Event description:
Pt reports that pump she received from us was infusing the medication far too quickly. It was going at a much faster rate than what she was used to. She used her original pump to complete the infusion (no missed dose). Pt declined to be sent a new pump as she prefers to use her original pump. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Xembify indications: nonfamilial hypogammaglobulinemia. No further info/details or dates available.